Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. There was no noise observed. At this time, the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).